Event description:
It was reported that during implant, it was impossible to insert the stylet in the lead due to high resistance. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor had a blood/fluid obstruction. It was visually noted that the resistance/impedance reading are within specification. The blood most likely entered through the is-1 pin, where no insulation was observed.